Event description:
It was reported, that a x-ray showed the pt's electrode not inside the cochlea. A surgery for repositioning was performed. In 2005. During this surgery, the electrode got damaged and the pt was reimplanted a new device.